Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 433 mg/dl, 215 mg/dl, and 208 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: will not be returned to manufacturer